Manufacturer narrative:
(B)(4).investigation summary:since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.a device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 2nd complaint for lot # 9234180 for this type of defect or symptom. Previous complaint (B)(4). Root cause description:undetermined. Rationale: CAPA not required at this time.

Event description:
It was reported that leakage at the connection site occurred during use with a bd precisionglide¿ needle. The following information was provided by the initial reporter:(1 of 2 complaints) it was reported that insulin leaked from where the needle meets the syringe while filling cartridge. Number of occurrences: 1. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Product with issue? Bd 26 g, 3/8" needle, pn 305110. Product lot # 9234180. Did issue cause any injury? No. Did customer require medical intervention? No.